Event description:
The customer states that one patient sample generated an imx b-hcg assay of 11,426 miu/ml that was reported from the lab. The sample was repeated and generated a result of 2142 miu/ml. Controls were within specifications on all runs. The sample was then sent to another lab for testing and generated a b-hcg result of 12,000 miu/ml. There is no impact to patient management reported.